Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a left ventricular lead revision. During the procedure, it was noted that the set screw on the implantable cardioverter defibrillator (ICD) was stripped and the lead could not be inserted into the header. The ICD was explanted and replaced. The patient was in stable condition.